Event description:
End-user reports peristomal skin presented with a red rash after trying product samples.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated she stopped using the device, switch to an unknown hollister product and the rash has cleared as a result. No additional patient/event details have been provided to date. Should additional information become available, a f/u report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.